Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that retraction failure occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "this was an IV that they started on a patient and when they went to retract the needle it went in but not all the way in and then "shot"back out and blew the IV."

Event description:
It was reported that retraction failure occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "this was an IV that they started on a patient and when they went to retract the needle it went in but not all the way in and then "shot"back out and blew the IV."

Manufacturer narrative:
H.6 investigation: DHR for lot 9071648 has been reviewed. No related quality issues or process deviations were found. Observations and/or testing could not be conducted in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. H3 other text : see h.10.